Manufacturer narrative:
B3: the event occurred on an unreported date in jun2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified medicine for the event. Pd therapy was discontinued during treatment. The cause of the event, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.